Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The patient effects of hemorrhage or perforation are listed in the electronic perclose prostyle instructions for use (eifu), as a possible adverse event of use of the device. The device was removed against resistance. It should be noted that the electronic prostyle instructions for use (eifu) states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. In this case, based on the reported information, the IFU violation was circumstantial due to the difficulties experienced during removal. In this case, a needle deflection/needle to cuff miss during plunger deployment due to interaction with patient anatomy (human tissue, calcified artery, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract, most likely caused the deflected needle to strike the foot plate breaking the foot resulting in the difficulty to remove; however, without the device returned for analysis a conclusive cause cannot be determined. The patient effect and treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a peripheral angiography procedure with a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Both the foot and the lever were then closed. The device was removed with resistance. Upon device removal, the posterior foot was found to have broken off. The posterior foot was left in the patient and was not removed, which resulted in a perforation and internal bleeding caused by the perforation. An interventional percutaneous transluminal angioplasty (pta) was then performed with an 8f sheath via the left superficial artery in order to treat the perforation and the internal bleeding caused by it using a stent. A new proglide device was used to achieve hemostasis. A clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - failure to follow steps/instructions.